Event description:
It was reported the pt had felt a pop in her neck and she began to lose stimulation. The sjm rep met with the pt and determined there were three invalid contacts on the lead, however, she was able to reprogram around these contacts. F/u identified the issue persisted, and reprogramming was unable to provide coverage. It was reported the physician planned to provide ketamine injections at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.